Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump suction: clinical details reported that suction alarms occurred at p-5, and fluid was administered but was unsuccessful. The product was not returned for investigation. Data log review confirmed the suction conditions throughout the case, as well as multiple "position in aorta" alarms about 23 minutes after starting the pump. Placement signal started at very low magnitudes (roughly 30-40 mmhg) which triggered placement signal low alarms, but became more pulsatile around the same time that the positioning alarms started to occur. Flow levels were lower than spec when placement signal was showing low magnitude/pulsatility. When position in aorta alarms started to trigger, placement signal increased in magnitude and pulsatility, and flows began to increase to spec. Clinical details reported that at the time of suction alarms, echocardiogram showed small left ventricle (lv) and dilated right ventricle (rv), and normal saline (ns) bolus for volume was administered. The pump was turned off around 36 minutes in. The cause of the suction was most likely related to patient condition, as the data logs showed very low pulsatility and, clinical reported the patient having a small lv and dilated rv, and administering ns bolus for the patients volume issues. Device history review: the pump passed all post sterile inspection criteria.

Manufacturer narrative:
Medical safety officer reviewed the event and determined the following: regarding the impella rp, there is no reason to believe the arrhythmic event is related to the impella rp flex. The underlying condition of the patient appears to have contributed to this. However, dissociation cannot be made, and the arrhythmic event is being reported as a serious injury. There is an identifiable connection, as the impella rp device was present at the time of the arrhythmic event. During an unsuccessful attempt to place the first impella cp, the device kinked folded on itself, and the patient had an episode of atrial fibrillation. Another cp was successfully implanted. Regarding the replacement or second impella cp, there was suction event; the patient may have needed more support per the note. The patient went into asystole, and this, however, is unrelated to the impellas. Conservatively the report is being submitted as death for the (second) impella cp. Although, the patient's underlying condition is likely the reason for the patient going into asystole requiring cardiopulmonary resuscitation. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp report is one of three devices associated with the event story. Refer to the related manufacturer report numbers as noted in section h10 for the medical device report on the impella rp flex and the first impella cp.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella rp and impella cp device for bipella mechanical circulatory support (mcs) and subsequently experienced complications requiring intervention. The patient would eventually expire. The patient had a complaint of general malaise and weakness for one week. The patient confessed running out of medications three to four days prior and also had chest pain. However, the patient did not seek help. The patient was admitted as st-segment elevation myocardial infarction and an impella rp flex was placed. The patient was began having some ventricular tachycardia. Milrinone drip was stopped, and vasopressin drip was started. While on the unit, the patient continued to decompensate requiring additional pressors. The patient was taken back to the catheterization lab for diagnostic left heart catheterization and possible impella cp placement. The decision was made to place impella cp for additional support. Levophed was given 33 mcg/kg/min, vasopressin: 0.04 u/min, epinephrine: 0.8 mcg/kg/min, and heparin: 800 u/hr. The 6fr sheath was exchanged for impella 14 fr sheath after serial dilation. The impella cp was advanced over the wire into left ventricle without complications and started in auto to 3.1 l/min flow. The patient was in atrial fibrillation and cardioversion was performed twice to normal sinus rhythm. Impella peel-away sheath was removed; repositioning sheath was advanced. Suction alarms sounded, pulsatility lost, and the patient's pressure dropped. An angiogram revealed the impella cp kinked at groin and in the left ventricle. The impella cp was pulled back and straightened without difficulty but remained in suction. Repositioning was attempted several times. An echocardiogram showed adequate placement with no sign of effusion or any other problems causing suction. However, the decision was made to replace impella due to possible kink/damage from exchanging the repositioning sheath. Impella cp was removed, and a new impella 14 fr sheath was advanced into left femoral artery to advance the second impella cp pump into left ventricle without any complications. The second impella cp pump was slowly ramped up to p-4 without any complications. However, there was suction alarm at performance level p-5 noted. Echocardiogram showed a small left ventricle and dilated right ventricle. Normal saline bolus for volume was started. The patient went asystole and cardiopulmonary resuscitation was started. However, despite all efforts, the patient was unable to survive this event.